Manufacturer narrative:
One pneupac parapac plus was returned for analysis with no physical damages. Oxygen was connected and the unit was powered on; various tidal volume and frequency settings were found changed. The unit was noted to cycle for 30 minutes non-stop with continuous cycling after second attempt. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that a smiths medical pneupac parapac plus is reported to be having intermittent no cycling continuously. There were no reported adverse patient effects.